Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Injections for use: inject juvéderm® ultra plus xc applying even pressure on the plunger rod while slowly pulling the needle backward. The wrinkle should be lifted and eliminated by the end of the injection. It is important that the injection be stopped just before the needle is pulled out of the skin to prevent material from leaking out or ending up too superficially in the skin. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reports during injection with one syringe of juvéderm® ultra plus xc, the syringe by the luer lock cracked. There was patient contact, but no injury to patient, staff or injector. The packaged needle was used.

Event description:
Healthcare professional reports during injection with one syringe of juvéderm® ultra plus xc, the syringe by the luer lock cracked. There was patient contact, but no injury to patient, staff or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis: "1 empty syringe of 1.0ml received in an opened tray with cap and without needle. The 3mm luerlock is broken a small part is missing."